Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 592mg/dl on time and date of hospitalization mentioned was 10/15/2016. Customer stated current blood glucose was 592mg/dl but at time of hospitalization it was 600mg/dl. Customer states that customer went high, got no delivery and continue eating let them to hospitalize. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.